Event description:
It was reported that the device was at end of service (eos) and was unable to be interrogated. The device is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6947-58, lead, implanted: (B)(6) 2012. (B)(4).